Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a rewind anomaly and possible under delivering anomaly. The customer's blood glucose level was 200 mg/dl at the time of the incident. It was reported that when the reservoir was changed, the insulin pump kept asking to be rewound after it was already rewound. It was also reported that the bolus delivery was slower than expected, which according to the customer, had resulted in their blood glucose level not going less than 200 mg/dl. It was reported that bolus to air of .50 unites took 51 second and it exceeded expected time. It was also reported that it took more than 30 minutes to rewind as the insulin pump goes into a loop. Customer was advised that the insulin pump needed to be replaced and to refer to their back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify over delivery and rewind anomaly due to buttons not responding. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, broken belt clip slot and cracked battery tube threads.